Manufacturer narrative:
(B)(4) 2011. The analysis on this device is pending. (B)(4) 2011.

Manufacturer narrative:
(B)(4), 2011the analysis on this device is pending.

Event description:
During the implant procedure, the device did not convert the patient at 34 joules. The device was not implanted; a new sorin paradym was implanted.

Event description:
During the implant procedure, the device did not convert the patient at 34 joules. The device was not implanted; a new sorin paradigm was implanted.